Event description:
Patient reported a right side rupture. Healthcare professional later reported right side capsular contracture, baker grade iii. Patient additionally reported joint pain not related to the device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 3 openings on the device with the following assessments, 1 fold flaw opening, 1 surgical damage and 1 inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety-product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, stress marks and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a right-side rupture. Healthcare professional reported a right-side rupture. Healthcare professional later reported no rupture. Healthcare professional reason for removal noted implant exchange due to patient's concern with the product. Patient later reported right side rupture confirmed by imaging. Patient also reported noticed the masses in my armpits that have gotten bigger. A healthcare professional reported a right-side capsular contracture baker grade iii. Device was explanted and replaced.